Event description:
A malfunction was reported on the pump, identified by malfunction code 16, although no notable events preceded the malfunction. There was no adverse impact to the customer's blood glucose level. The customer was assisted with resetting the pump, but the malfunction recurred. As the current pump was out of warranty and a new pump was available, the customer was advised to switch to the in-warranty pump. The customer acknowledged the recommendation, and no further assistance was required.